Manufacturer narrative:
Pt. Info: per regulation (EU) 2016/679 (general data protection regulation), patient identifiers should not be collected or recorded or shared with any third parties; therefore the information is not provided. If implanted, give date: not applicable, there is no indication the device was implanted. If explanted, give date: not applicable, there is no indication the device was implanted. Therefore, it was not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) broke at the time of injection. Another lens was used instead. It was reported that there were no clinical consequences. Through follow-up it was confirmed that only the injector was in contact with the eye and that no interventions outside of standard procedure were required. It was confirmed that there was no other issue with the material and no further details were received.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on: 23 february 2022 section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the handpiece revealed that the lens was received stuck in the cartridge near where the cartridge meets the lens module and that the lens was overridden by the handpiece. The cartridge was also found to have been damaged. The handpiece was disassembled and the assembly was inspected, presenting with no assembly issues. The lens was removed and cleaned, presenting with lens damage, a torn optic body, and a detached haptic. The complaint issue could be confirmed; however, it may be attributed to an inadequate amount of ovd and an excessive amount of force, suggested by the trace amounts of viscoelastic residue inside of the cartridge as well as the tear on the optic body, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.